Manufacturer narrative:
(B)(4) final report. Additional information including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level and medical history and an update on the patient post revision has been requested in order to progress with the investigation of this event. However no additional information was provided. The appropriate device details have been provided and the relevant device manufacturing and sterilization records were identified and reviewed. Review of these records revealed no deviation from process or product non-conformity that would have caused the reported event. Infection is a known complication with any invasive surgery. Based on this, this case is now considered closed. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report the appropriate device details were provided. The manufacturing records will be identified and reviewed. Additional information was requested, such as xrays, operative notes, patient activity level and medical history and an update on the patient post revision. Conclusions will be provided in a supplemental report. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Apex insert revision due to infection after 3 years.